Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer was using avaps and have a volume setting of 550 however the patient is only running 330. The device use was in use; however, there was no patient harm.